Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and the displacement test or verify any battery errors or alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with case cracked behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump incurred battery error then realized in daylight there was a crack alongside battery compartment. Customer's blood glucose at the time of the incident was unknown. Customer states the pump has cosmetic damage. Customer was advised the pump will need to be replaced and revert to backup plan per health care practitioner's instructions. The device will be returned for analysis.